Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cold solder joint on the circuit board. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: black box review shows evidence of short battery life on (B)(6) 2013 with a sudden voltage drop from 1.52vp to 1.48vp. Several 128 ¿replace battery¿ alarms are observed in the alarm history. The pump powers ¿on¿ and displays ¿verify¿ screen.-the unit passed ¿ez-prime¿ steps and exercises correctly. External power supply confirms that the pump is drawing a high sleep current .pump¿s case was removed, the cgm module was unplugged from the pcb connector. Sleep current returned to specification as a result, cgm board inspection shows a cold solder connection at the j2 gold pin. Sleep current remains at specification after re-soldering the j2 pin and plugging the cgm module to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release